Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the fill cannula was not recorded in daily history and insulin pump had pump error software error detected and the motor arm cannot communicate with the main arm. Customer's blood glucose level was 330 mg/dl at the time of incident and current blood glucose level was 273 mg/dl. Customer was experienced symptoms such as nausea vomiting. Customer has been using insulin pump system within 48 hours of reported high bg event. During high pressure test alarm did not occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. Software low level failures and the motor arm restart cannot communicate with the main arm found in the insulin pump history file due to software error.